Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly during surgery, the screw was broken when the surgeon was tightening the screw by the screw driver. The surgeon could only rid the screw head. The surgeon couldn't remove the remaining portion of the screw from the patient.